Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 232 mg/dl at the time of the incident and current blood glucose level was 174 mg/dl. The customer also stated that the insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 80 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also reported that the due to miscalculations customer had high and low blood glucose. The customer's high blood glucose was 308 mg/dl and low blood glucose level was 60 mg/dl and customer treated low blood glucose with orange juice. It also stated that the customer declined troubleshoot for high and low blood glucose level. The sensor will not be returned for analysis.